Manufacturer narrative:
The incident (B)(6) was received for evaluation. The investigation found no missing components from the device. The device was assembled correctly and the pfte insulator's retention force met specification. Light scratching was noted on the blue heat shrink insulation. The scratches may be a result of cleaning with an abrasive material. The instructions for use state cleaning the electrode with a scratch pad or other abrasive object, scraping with a sharp object or bending beyond 90 degrees may damage the electrode. If the electrode is damaged, it should be discarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that approximately ten minutes into a vats procedure, the blue insulation of the cautery device was shredding during use and particles were deposited within the surgical site. The physician was able to successfully remove the particles using suction. The procedure was completed without further incident.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that approximately ten minutes into a vats procedure, the blue insulation of the cautery device was shredding during use and particles were deposited within the surgical site. The physician was able to successfully remove the particles using suction. The procedure was completed without further incident.